Manufacturer narrative:
H11 manufacturer narrative: iop elevation from baseline, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and elevated iop. The lens was exchanged for a shorter length lens and the problem resolved. The cause of the event was reported as "wrong icl sizing."

Manufacturer narrative:
Claim # (B)(4).